Manufacturer narrative:
(B)(4). There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. A blue discoloration can ge noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However, even here the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that every batch is checked using uv/visual analysis. The possibility of changing the monomer production process to avoid using this stabiliser is being investigated. It has been decided to undertake a field safety correction action to remove batch r59595 from the market.

Event description:
The dentist found that three veneers which he cemented with variolink ii had a green discoloration. It is not specifically reported but the patient would need the veneer to be removed and cemented again.